Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right ventricular (rv) channel. This resulted in the delivery of inappropriate anti-tachycardia pacing (atp) and one shock due to the oversensing. Subsequently, this lead was capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right ventricular (rv) channel. This resulted in the delivery of inappropriate anti-tachycardia pacing (atp) and one shock due to the oversensing. Subsequently, this lead was capped and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.